Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laparoscope displayed a green image after adjusting the white balance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely be, unacceptable tension in the area of the "charged coupled device w. Holder" assembly, due to use of an adhesive. Which is not adapted to the load/ temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve". Unacceptable tension in the area of the "charged coupled device w. Holder" assembly, due to asymmetrical alignment of the spring to c-holder, before the bumper sleeve is joined. Pre-existing damage to the "charged coupled device w. Holder" assembly, due to using a suboptimal adhesive device¿. Olympus will continue to monitor field performance for this device.